Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's husband sent an e-mail to the stryker france raqa dept to report the following event : "my wife was revised on (B)(6). The prosthesis was changed for a cemented polyethylene prosthesis. At our request, the professor gave us pictures of the removed parts which show impacts of titanium on the femoral head. On the other hand, there is no sign of crack as you indicated. Everything went very well and rehabilitation is going smoothly. You will be able to forward these elements to the manufacturer so that they can give their opinion on this case."

Manufacturer narrative:
An event regarding revision surgery involving an unknown implant abg shell was reported. Shell malposition was confirmed from the medical review. Method and results: device evaluation and results: the device was not returned, however an image of the explanted device was provided. The device was unremarkable. There was no evidence of a fracture or chip. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated. "Diagnosis: cup malposition in extreme 73° inclination with an undersized stem and subsidence have caused impingement and subluxation in the arthroplasty with development of a wear scar that increases bearing friction and thereby causes squeaking. Comments: a further inquiry under was raised following the suggestion of the patient¿s family that one of the devices might have been fractured. Following close examination of the explanted devices, no chip or other type of fracture was observed on any of the ceramic devices and as such no new problem became evident for this patient. As such, this case has no additional device-related or any other associated failure modes. The new information relates to the fact of a revision surgery performed for squeaking after 6-years of implantation while previously only squeaking was reported. All facts and findings reported previously with regard to failure mode due to cup malposition were fully consistent with the findings on the explanted devices during revision surgery, especially the wear scar issues as discussed. Device history review: a review of the device history records could not be performed as the lot number was not reported. Complaint history review: a complaint history review could not be performed as the lot number was not reported. Conclusions: a review by a clinical consultant concluded that the cause of the event was: cup malposition in extreme 73° inclination with an undersized stem and subsidence have caused impingement and subluxation in the arthroplasty with development of a wear scar that increases bearing friction and thereby causes squeaking. No further investigation for this event is required at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient's husband sent an e-mail to the stryker (B)(4) to report the following event : "my wife was revised on (B)(6). The prosthesis was changed for a cemented polyethylene prosthesis. At our request, the professor gave us pictures of the removed parts which show impacts of titanium on the femoral head. On the other hand, there is no sign of crack as you indicated. Everything went very well and rehabilitation is going smoothly. You will be able to forward these elements to the manufacturer so that they can give their opinion on this case."